Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level. Cause was not provided. Reportedly, customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed juice to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.